Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a feeding tube and was prescribed antibiotics. The rep reports that the patient has been using covidien nutriports for 9 years and that generally the have had few problems. However, recently the customer noticed hard spots on the gastrostomy tube being used by her son. The customer attempted to remove the spots with different cleaning agents eg; milton and vinegar, but has had no success. The customer also mentioned that her son has recently had a clear, jelly like substance oozing from the site. A swab has been taken and the customer is waiting for results. The patient was prescribed antibiotics and antibacterial medication.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded